Event description:
Customer discovered that while ventilator was cycling on a patient for 12 days, ventilator stopped cycling and started to alarm. The biomed tried to reproduce reported failure but was unable. Biomed called siemens back, after running ventilator on ambient for two days, and said they were unable to reproduce the reported failure. The biomed then calibrated and functional checked unit. Ventilator passed all test and performed to all manufacturers specifications. No components were exchanged. The ventilator was sent back to service.